Event description:
Customer reported he experienced a high blood glucose and wasn't sure why. Customer did a self test and changed everything and the device alarmed no delivery. Customer states he also noticed a hair line crack where the battery goes. Customer's blood glucose was 163 mg/dl. The device was damaged at the bottom where the battery cap was screwed in, half an inch down the battery label. Customer was not sure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. A blood glucose of 305 mg/dl was also reported. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.